Event description:
It is being reported that a depuy mitek cool pulse vapr electrode allegedly malfunctioned during surgery causing 2nd & 3rd degree burns to the patient. No other information is available at this time.

Manufacturer narrative:
As of the date of this report is not known if the device is available for evaluation and root cause analysis. Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement. Therefore we would like file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.